Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. No unexpected scrolling numbers noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratches reservoir tube window and stained end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump during bolus. Customer stated that the numbers on the screen were ramping. Blood glucose level was 183 mg/dl at the time of the call. Customer did not recall any significant events leading up to the error. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).